Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had fluctuating blood glucose levels of 35-40mg/dl, and 220mg/dl. Low bgs were treated by consuming glucose tablets, and high bgs were treated by administering a correction bolus.